Event description:
Acumed mini acutrak cannulated hex driver tip broke off while inserting screw into bone. Tip found and removed with use of x-ray.

Event description:
Add'l info rec'd from MFR 4/5/02: the mini-acutrak cannulated hex driver has undergone three significant design modifications. The first design change (6/25/97) involved the addition of a groove near the tip of the driver. This groove provides a controlled break-off point enabling the surgeon to easily remove the broken tip should the surgeon apply excessive torque to the driver. The second design change (5/10/01) involved a change in heat treating the part to improve torque resistance. The third design change (6/12/01) involved the increasing the cannulation of the driver to accommodate a wider diameter k-wire. Test data on file at acumed concludes that even with the increase in cannulation diameter, the drivers still possess a torque value significantly above (6.19 in/lbs) which complies with iso 8319-1. To address the question of life expectancy and anticipated failure rate, please refer to the package insert for reusable instruments. Within the info for use section, MFR makes the statement that instruments are reusable and have a limited life span. Insert further requires the user to inspect the instruments for sharpness, wear, damage, proper cleaning, corrosion, and integrity of connecting mechanisms prior to and after to every use. Please note that MFR emphasizes the following: "particular attention should be paid to hex drivers, drill bits, and any instruments used for cutting or implant insertion."